Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), kidney disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on july 22, 2025, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), kidney disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During investigation the manufacturer observed an pil initiated therapy with the device and verified airflow, using a known good til supplied power supply and ac power cord. Til alac observed customers humidifier heater plate did heat. Evidence of sound abatement foam degradation/breakdown was not observed in this device. This investigation was performed as outlined in ER 2244073 (v02). Secondary findings. D errors were logged. Di (daer interface) knob broken. Light dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Dust-like contamination inside humidifier enclosure and inside water tank. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Section h6 updated in this report.